Manufacturer narrative:
Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system displayed an error message during priming. The power was cycled to resolve the issue and the system was used for the case without further problems. There was no patient involvement.